Manufacturer narrative:
Pump received with corroded battery compartment. Unit would not turn on due to corroded battery compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump get turn off. The insulin pump will be returned for analysis.